Event description:
It was reported that approximately 24 months post-implant of a bifurcated device, a suprarenal aortic extension and a limb extension, a possible type ii or type iii endoleak was identified. Reportedly, the patient's aneurysm was growing and an angiogram revealed an endoleak, apparently at the level of the bifurcation. The physician was uncertain if this is a type ii or type iii endoleak. The physician elected to treat the patient with an additional infrarenal aortic extension; however, this did not resolve the endoleak. Approximately a month later, the physician elected to place an additional bifurcated device over the currently implanted and an infrarenal aortic extension, which corrected the endoleak. The patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that approximately 24 months post-implant of a bifurcated device, a suprarenal aortic extension and a limb extension, a possible type ii or type iii endoleak was identified. Reportedly, the patient's aneurysm is growing and an angiogram revealed an endoleak, apparently at the level of the bifurcation. The physician is uncertain if this is a type ii or type iii endoleak. The physician elected to treat the patient with an additional infrarenal aortic extension; however, this did not resolve the endoleak. The physician plans to bring the patient back for an additional intervention, and place an additional bifurcated device over the currently implanted. The physician is monitoring the patient.

Manufacturer narrative:
(B)(4).